Manufacturer narrative:
Batch review performed on 17 october 2018: lot 179500: (B)(4) items manufactured and released on 11 april 2018. Expiration date: 2023-04-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components revised during surgery: gmk-sphere 02.12.0004l femoral component sphere cemented # 4 (k121416), lot 175608: (B)(4) items manufactured and released on 06 december 2017. Expiration date: 2022-11-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing # 2 (k090988), lot 176697: (B)(4) items manufactured and released on 20 february 2018. Expiration date: 2023-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d knee manger on oct 16, 2018: from the inspection of the enclosed pictures, no traces of residual cement can be seen on the tibial tray and on the femoral component. All the cement remained adherent to the bone. Absence or lack of cement on explanted components is usual to be seen even if the cause of revision is not loosening or mobilization. Therefore this is not an evidence of lack of adhesion between the cement and the implant due to faulty devices. Furthermore any non-conformity can be revealed in the distal surface of the component that could have contributed to the event. Poor cement inter-digitation on the implant surface are of various origin; they could be related to the cement and cementation procedure or mobilization of the implant during curing.

Event description:
The patient came in complaining of pain and patella dislocation 2 months after primary. The surgeon opened that patient and noticed that the cement did not adhere to any of the implants causing loosing to occur including the femur and tibia. The surgeon removed all medacta hardware